Event description:
The user facility reported that the patient presented to the emergency department with groin pain. The patient had a past medical history of diabetes and meth use. The patient was admitted to rule out infection and found to be in cardiogenic shock. A decision was made to take the patient to ccl for impella cp placement. On impella support the patient developed bleeding from the impella access site. Two units of packed red blood cells were required. Repo sheath re sutured and angle matching dressing reapplied. Bleeding was resolved. The patient also had flash pulmonary edema and required intubation. It was further reported that a decision was made to withdraw care and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: type of investigation, added codes b13 and b11. Investigation findings, added code c13. Investigation summary: the device was not returned for investigation. Pulmonary edema: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the injury is most likely use related since repo sheath re sutured and angle matching dressing reapplied resolved bleeding. Device history lot: device lot: 1956248. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.